Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer was contacted through an outreach program to discuss a hospitalization for high blood glucose. Customer stated, she was hospitalized for high blood glucose, but can't remember exactly when. She stated her blood glucose was in the 1400s mg/dl, but can't remember the exact number. She had been sick with a stomach illness that was very painful. She was not in an accident. Customer was in the hospital for about a week and was released. She was wearing the device when hospitalized. Customer stated, she did not remember much because, she was out of it and did not wake up for a day or two. She stated, the insulin pump is doing fine and her last blood glucose was 128 mg/dl. Nothing further reported.